Manufacturer narrative:
New information was received that there was no loss of ventilation, it was a display failure only. The unit continues to ventilate and alarms remain functional. Reported complaint will be noted during preuse testing, as contained in the user manual. The event was not reportable. H3 other text : new information was received that there was no loss of ventilation, it was a display failure only. The unit continues to ventilate and alarms remain functional. Reported complaint will be noted during preuse testing, as contained in the user manual. The event was not reportable.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient injury.